Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that a patient experienced a return of baseline symptoms of urinary retention (could not urinate). The rep stated that the patient was having difficulty charging. The device was not connecting to the charger, and the battery had been dead. The charger and connector were replaced, but they were still not able to charge. The patient requested replacement with an interstim x battery. The patient had their interstim micro removed and an interstim x placed successfully on (B)(6) 2026. The issue was resolved. The rep stated they had possession of the product and it would be returned.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.